Event description:
The pt's vendor reported that the infusion device does not display the e1 (cartridge empty) error and the pt experienced elevated blood glucose of over 600 mg/dl for four days in 2009. The pt changed the accessories and bolused through the infusion device and injected insulin via syringe to lower her blood glucose. Her normal blood glucose level is 140 mg/dl. The pt changes the infusion site every 3 days, and the infusion tubing every 10 days. She was educated on the proper usage of the infusion set. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report that is available at this time. If further info is obtained, it will be provided in the supplemental report.